Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pt was administered an infusion by this respective infusomat space pump at the rate of 10 ml/h in about 2 hours. Suddenly the pump gave the alarm "too many drops" and a free flow situation was noticed, despite that the infusion was disrupted by pressing the "stop" button. The pump was changed to another where after no problems occurred. The infusion was saline so the pt was not exposed to hazard.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.